Manufacturer narrative:
(B)(4). A review of the complaint history, instructions for use (IFU), quality control (qc) and trends have been conducted for the purpose of this investigation. No product was returned to assist in the evaluation of this complaint. Upon a review of the complaint history, there have been similar complaints on performer sheaths where separation was experienced. Per qc, incoming inspection requires a level I inspection of the inside the diameter using pin gauges and outside diameter using a micrometer. Additionally, a 100% inspection is required to " check surface is clean and free of any imperfections. Inspection method: level ii, examine and feel." In addition, in-process and final inspection for check-flo introducer, requires 100% inspection, "confirm surface of sheath is free of excessive dents, bumps or scratches. Inspection method: visually verify and manually feel surface." The instructions for use provided with the performer sheath lists the instructions for sheath removal, which includes, "withdraw the sheath and dilator as a unit." Furthermore, design verification testing confirms the strength requirements of iso are met. The root cause could not be definitively determined based on the information provided and without the benefit of a returned complaint device. Insufficient risk due in part to high detection activities, low occurrence and low severity. No remedial action is required at this time. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event.

Event description:
During a endovascular aneurysm repair procedure, the sheath broke in half while advancing into right common iliac. An open repair was needed to retrieve sheath. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Additional information has been requested, however it was not available at the time of this report.